Event description:
The user facility reported that during an enucleation of the prostate procedure, the laser cut the tip of the device and it fell into the pt's bladder. The tip was retrieved and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for eval. However, the eval has not yet been completed. A supplemental report will follow to provide the eval results.